Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Setnt #1 evo-fc-20-25-10-e (B)(4). Procedure: was the stent placed at the intended location at completion of the procedure? Yes. Were any additional procedure (s) performed during the study procedure? Yes dilation. Were any adverse events documented during the stent procedure? No. Were any device deficiencies documented during the placement procedure? No. Stent #3 evo-fc-20-25-10-e (B)(4). Procedure: was the stent placed at the intended location at completion of the procedure? Yes. Were any additional procedure (s) performed during the study procedure? No. Were any device deficiencies documented during the placement procedure? No. Were any adverse events documented during the stent procedure? No. Was tumor-reduction therapy documented during follow up? Yes-chemotherapy user error: after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding. At the conclusion of follow-up what was the status of the study stent: the stent remained in place (or inside the patient) at 6 months post placement or at the time of death.

Manufacturer narrative:
Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label: the instructions for use, which accompanies this device, states ¿after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered at this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding.¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Root cause analysis: a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/label. According to the information available the patient was treated with chemotherapy after stent placement. Summary of investigation: according to the customer the stent remained in place (or inside the patient) at 6 months post placement or at the time of death. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-jan-23.